Manufacturer narrative:
Customer performed a patient cross-over, precision testing between new and previous lot. Siemens is investigating this issue.

Event description:
A falsely high, discordant cardiac troponin patient result was obtained on a dimension exl with lm instrument upon repeat. The discordant result was reported to the physician(s). The initial result was lower and reported to the physician(s). The same sample was repeated on the same instrument a second time. The final repeated result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant result.

Manufacturer narrative:
Siemens filed the initial MDR 2517506-2020-00022 on 23jan2020. Siemens filed the repeat MDR 2517506-2020-00022_s1 on 18feb2020. Correction (28feb2020): section b5 and b6 were corrected to reflect that the discordant result was not reported to the physician.

Event description:
A falsely high, discordant cardiac troponin patient result was obtained on a dimension exl with lm instrument upon repeat. The discordant result was not reported to the physician(s). The initial result was lower and reported to the physician(s). The same sample was repeated on the same instrument a second time. The final repeated result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant result.

Manufacturer narrative:
Siemens filed the initial MDR 2517506-2020-00022 on 23jan2020. Additional information (23jan2020): the customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. The cse replaced a damaged reagent 2 (r2) probe metering pump. Additionally, the cse replaced the syringe tips and all loci components. The customer data indicated there was a sample handling issue that caused the elevated result. The system was fully functional upon departure. The instrument is performing according to specifications. No further evaluation of this device is required.